Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction to b5: event description updated to include implant date and updated event description.

Event description:
It was reported that due to a rupture in cylinders and an infection the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted. Additional information was received that this patient also experienced infection with his ipp and all his components were removed on (B)(6) 2019, but then were re-implanted on (B)(6) 2020. The patient is well after this surgery.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that due to a rupture in cylinders and an infection the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a rupture in cylinders and an infection, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. Should additional information be received, a supplemental report will be submitted.